Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported an insulin flow blocked alarm. The customer reported a blood glucose value of 218 mg/dl. The event involved product(s) unomedical, mmt-332a, mmt-1880l, unknown sensor. Troubleshooting was partially initiated, and it was identified that the issue was a past event which was not resolved. Troubleshooting was declined by the customer for high blood glucose. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for unomedical, mmt-332a, unknown sensor. Mmt-1880l was requested and customer response was the device would be returned.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit passed dat test at 0.0871 inches. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. Unable to verify high bgs. No unexpected alarms/alert/anomalies noted during testing. Confirmed pump alarmed insulin flow blocked alarm on 07/11/2025 05:36:00.000 during basal, 07/11/2025 05:45:01.000 during basal, 07/11/2025 05:46:01.000 during bolus, 07/11/2025 05:46:35.000 during bolus and 07/11/2025 05:48:57.000 during bolus in pump downloaded history. Pump was cut to perform visual inspection and found moisture damage on the motor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case (battery tube) and cracked case-corner of belt clip rails. Unexpected insulin flow blocked alarm was not confirmed. Unable to confirm high bgs. Exposed to moisture confirmed due to dried insulin on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.